Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient developed a blood clot around the lead site in the epidural space. Surgical intervention may be taken at a later date to address the issue.

Event description:
It was reported that the patient underwent surgical intervention (date unknown) to remove the blood clot around the lead site, resolving the issue. Stimulation therapy was restored postoperatively.